Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmissions with several instances of non-sustained rv oversensing. Upon review it was noted that the episodes appear to be a result of occasional loss of capture. Programming changes were discussed. There were no patient consequences.